Event description:
It was reported by the rep that the three tct75 and the one trt75 were used during a pelvic exoneration procedure. It was reported that the surgeon was attempting to fire a tct75 to form a common conduit during a pelvic exoneration. The instrument failed to fire, apparently locking out. The surgeon attempted to fire a reload in that instrument which also locked out. A second and third instrument were pulled which also locked out. A fourth and fifth device were pulled and functioned appropriately completing the case. The operating room time was extended by twenty minutes.